Event description:
A customer observed low qc results when running ck-mb slides on the vitors 250 chemistry system. Negatively biased results could lead to inappropriate physician action. There was no report of patient harm as a result of this event.